Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "overheating" was confirmed. Device failed pre-repair temperature test. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6), stating that the device was emitting heat and making noise. It is known that the event did not occur during surgery. However, it is unknown if there was patient or user injury. It is unknown if there was medical intervention reported related to this occurrence. No additional information is available.